Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with multiple active inappropriate hv therapies. A magnet was placed to prevent further therapies. Review of surface ECG showed the patient was exhibiting two to one conduction. The device was unable to be interrogated after multiple attempts. It was noted that the patient had been lost to follow up. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate and inappropriate therapy delivery were not confirmed in the laboratory. The device was able to communicate normally. The stored electrograms were reviewed and the therapies delivered were deemed appropriate. The device was tested on the bench and using automated test equipment, and no anomaly was found.